Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-10371 - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the spain. It was reported that the patient faced an event of kinked cannula. The set was used for a few hours and symptoms were noticed within 3 hours of insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.